Manufacturer narrative:
The insulin pump was received with force sensor system error alarm during basic occlusion test, due to moisture damaged inside force sensor resistor. The insulin pump had a cracked case at display window corner, cracked lcd window, minor scratches on the lcd window, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Event description:
The customer called and reported receiving an alarm on the insulin pump, which indicated the force sensor system was compromised. The customer's blood glucose was 188 mg/dl. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap appeared normal and customer did not recall pressing it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.